Event description:
It was reported that the caller was inquiring about atrial lead sensing problems. The p waves were diminishing since implant and there was oversensing. Noise was also noted. The lead is still in use and will be reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.